Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that there was difficulty communicating with the patient's device. The error "unable to connect-hold wand over device" kept occurring. The company representative exchanged the serial cable and the issue resolved. The cable was then disposed of. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.

Manufacturer narrative:
Initial MDR inadvertently included inaccurate information known prior to submission of the MDR. Corrected data, initial MDR inadvertently included inaccurate information known prior to submission of the MDR.